Event description:
Consumer called to report an adverse event: in (B) (6) 2006, the patient had two unspecified stents placed in an unknown vessel for an unknown reason. On (B) (6) 2007 the consumer experienced chest pain and was admitted to the hospital. He underwent pci and had a cordis cypher stent placed in an unspecified vessel as treatment for occlusion of one of the previously implanted stents. The event of chest pain resolved and the patient was discharged from the hospital. In (B) (6) 2008, the patient had a one-year check up of the stents and it was concluded by the physician that the stents were patent. On (B) (6) 2010, the patient was admitted to the hospital with severe chest pain. Angiography concluded that the cordis cyher stent was 80% occluded and the unspecified stent placed in (B) (6) 2006 was 97% occluded. Treatment for this event was emergency triple bypass surgery and, according to the patient, ¿removal of all three stents¿. The event of severe chest pain resolved. The patient was discharged 10 days later.

Manufacturer narrative:
The consumer stated that the pcp relates the events to the use of nexium, while taking plavix.

Manufacturer narrative:
Additional information received: this (B)(6) male patient experienced in-stent restenosis approximately one year and three and a half years post implantation of two cypher stents. Past medical history that may have increased his risk for mace includes previous pci with cypher drug-eluting stents in the lad ((B)(6) 2006) and large obtuse marginal branch ((B)(6) 2006 and re-do in (B)(6) 2007, details unknown), hypertension, dislipidemia, reflux, obstructive sleep apnea (non-compliant with CPAP), and a family history of coronary artery disease. The patient was admitted for cardiac evaluation prior to having extensive spinal surgery. A nuclear stress test performed revealed 1mm st depression in v2 with exercise and a large anterolateral reversible defect suggesting coronary ischemia. The patient was admitted for coronary angiography which revealed a normal left main artery, 20-50% diffuse disease in the proximal and mid lad, a widely patent cypher stent in the distal lad, an 80% occlusion at the ostium of the first diagonal branch, and a subtotal occlusion of the stent in the om1 with the distal om1 being supplied via collaterals from the right. The right coronary artery (dominant) was widely patent. The ejection fraction was noted to be 50%. The patient was taken for triple-vessel coronary artery bypass grafting (CABG): lima to the first diagonal branch, svg to the distal lad and svg to the first obtuse marginal branch. The patient was discharged six days later in stable condition. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed for the known lot number and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the patient's medical history that may have contributed to the reported event. This is one of two reports submitted for related events in the same patient. Please reference MFR report #s: 3003742446-2010-00105 and 3003742446-2010-00126.